Manufacturer narrative:
Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.

Event description:
It was reported that bd intima ii unknown leaked. On the morning of (B)(6) 2025, while preparing to administer intravenous infusion via a catheter for a patient, fluid leakage was observed at the catheter site during the air removal process. Inspection revealed fluid leakage at the y-tube connection, with the remainder of the catheter intact. The catheter was immediately replaced to proceed with the infusion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.